Event description:
Received information stating patient was experiencing higher blood sugars than with previous pump.

Manufacturer narrative:
During further troubleshooting patient indicated they were using the same settings as their previous pump (animas). Tandem has informed customer t:slim uses a different mechanism of pumping.